Manufacturer narrative:
The reported incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. There are no other equivalent adverse events/incidents for this lot number existing within the endologix complaint handling system. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted in the patient. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix found the indeterminate endoleak complaint is unconfirmed. The type ii endoleak of the lumbar arteries and the inferior mesenteric artery complaint is confirmed. This is moderately consistent with the reported adverse event/incident. The clinical assessment also shows reasonable evidence to also suggest an aneurysm enlargement of 21.1 mm that was not included in the event as reported. The aneurysm enlargement was discovered during review of the post index CT scan (undated). The type ii endoleak complaint is likely anatomy however, this was inconclusive due to the indeterminate endoleak that could neither be confirmed nor refuted. Procedure related harms for this complaint could not be determined. The final patient status was reported as being monitored while intervention is being discussed. No additional investigation of this reported adverse event/incident is planned. Endologix will continue to monitor this and similar incidents. Corrections: b5: describe event or problem - updated g3: awareness date ¿ updated h6 investigation finding codes ¿ remove code 3233 h6 investigation conclusion codes ¿ remove code 11.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2023 with the implant of an alto abdominal stent graft system. Routine follow-up conducted a computed tomography (CT) scan on (B)(6) 2024 that identified an indeterminate endoleak, and type ii endoleaks that are significant, proximally above the first ring and between sealing and support ring plus inferior. The infrarenal positioning appears to be low. Reintervention plans are being discussed to convert to an open operation because there are only a few mm of neck left. Patient is being monitored.

Manufacturer narrative:
The devices involved in this event will not be returned for evaluation and remain implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by a clinical specialist. If additional information pertinent to the incident is obtained, follow-up report will be submitted.

Event description:
The patient was initially treated for an abdominal aortic aneurysm (aaa) on (B)(6) 2023 with the implant of an alto abdominal stent graft system. Routine follow-up conducted a computed tomography (CT) scan on (B)(6) 2024 that identified an indeterminate endoleak, and type ii endoleaks that are significant, proximally above the first ring and between sealing and support ring plus inferior. The infrarenal positioning appears to be low. Reintervention plans are being discussed. Patient is being monitored.